Event description:
Same case as MDR ID#2134265-2013-00722 and MDR# 2134265-2013-00684. It was reported that during a lower extremity interventional procedure, the catheter became entrapped on the wire. The target lesion was located in the anterior tibial artery. The 2.0 x 100mm coyote balloon catheter was being removed from the patient, when it was entrapped on the .014 luge guide wire. The guide wire and balloon catheter were removed together. A 2.0 x 220mm coyote balloon was being removed from the hoop when the physician met increased resistance, until the balloon began to strip off the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Event description:
Same case as MDR ID# 2134265-2013-00722 and MDR# 2134265-2013-00684. It was reported that during a lower extremity interventional procedure, the catheter became entrapped on the wire. The target lesion was located in the anterior tibial artery. The 2.0 x 100 mm coyote balloon catheter was being removed from the patient, when it was entrapped on the .014 luge guide wire. The guide wire and balloon catheter were removed together. A 2.0 x 220 mm coyote balloon was being removed from the hoop when the physician met increased resistance, until the balloon began to strip off the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).